Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips with 0.2cc of juvéderm volbella® xc. Approximately two days after injection, patient reported vascular occlusion. Hyaluronidase applied along with nitro paste and full strength aspirin. At the time of injection, patient already experienced pain, discoloration and felt a "burning sensation" but did not report at that time.